Manufacturer narrative:
Aesculap inc. (Importer) is submitting this report on behalf of christoph miethke gmbh & co. Kg (manufacturer). Exemption number: e2017044. Manufacturing site evaluation: evaluation on-going.

Event description:
Country of complaint: (B)(6). It was reported that the 6y 10m po valve is blocked. Explanted. Delivered with the return kit inside an unknown liquid.

Manufacturer narrative:
The valve was sent to us in the original packaging. The valve was preset to pressure level 20 cmh2o. A visual inspection was performed but no obvious deformities could be identified. The valve was packed in the original sterile packaging upon delivery. The examination was carried out with sterile packaging. The valve was adjusted up and down in steps of 5 at the valve. The investigation revealed that the valve could be easily adjusted. No issues were found with the product. No additional actions are required.